Event description:
Description: amiodarone infusion found not infusing (pump on but no infusion) and reported in safety net." Investigation findings: alaris pump was set using the "delay start" function without using the callback "after" feature; this is the 2nd report of error when using the delay start in the last 2 weeks. The pump defaults to callback: none. The nurse must manually program the callback "after. If the callback "after" feature, is not selected: the pump will not revert to tko when the infusion is complete. It will completely stop, the pump will not provide an audio or visual alert other infusion errors reported at our organization when using the delay start function on the alaris pumps: heparin and cardizem, no harm has resulted in these events. Medication administered to or used by the pt: no. Outcome: no harm has resulted in these events. Pt counseling provided: unk. (B)(4) medication errors reporting program. (B)(4).